Event description:
It was reported that the pump battery would not charge despite use of confirmed working wall outlet, tandem charging cable, and wall adapter resulting in pump shutdown and could not be turned back on even after different charging supplies were used. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to manual injection for insulin therapy.